Event description:
It was observed that during the device inspection, the laparo-thoraco videoscope had a foggy image. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the foggy image was likely caused by fluid invasion of the device and a broken charged coupled device; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.